Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the esophagus during a stent implantation procedure on (B)(6) 2013. According to the complainant, the target lesion was at the esophagus with 95% severe stenosis due to cancer. The length of the lesion was 5cm. The doctor successfully implanted the stent across the target lesion. Reportedly, the patient had sudden abdominal pain after sitting up on the treatment table. Therefore, the doctor asked the patient to lie back down to check. Abdominal tenderness was noted on the border of the sigmoid colon and the transverse colon, so the physician suspected an intestinal perforation. An xray was performed, which found free air, indicating a perforation. Reportedly, the intestinal perforation was "due to the distal of the stent". Therefore, the doctor arranged another surgery to remove the tumor. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. The anatomical location of the stent placement was unable to be verified; however, it was reported that the stent was placed in the esophagus. Per the indication for use section of the wallflex enteral colonic stent system direction for use (dfu), "the device is indicated for the palliative treatment of colonic strictures produced by malignant neoplasm and to relieve large bowel obstruction prior to colectomy in patients with malignant strictures. " additional information received since (B)(6) 2013 - it was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient during a stent implantation procedure on (B)(6) 2013. According to the complainant, the target lesion was at the junction of the sigmoid colon and transverse colon with 95% severe stenosis due to cancer. The indication for the stent placement was to treat the severe obstruction caused by the proximal stenosis within the colon. It was reported that the patient could not defecate. The patient's anatomy was reported to be tortuous. The patient did not have any existing comorbidities and had not undergone any treatments, such as chemotherapy or radiation, prior to or during this event. No visible issues were noted to the device. In the physician's assessment, there was no malfunction of the stent. However, the stent is believed to be related to the perforation. According to the physician, the perforation is located on the edge of the junction between the sigmoid colon and transverse colon, where the stent was implanted. Furthermore, it was reported that the physician did encounter difficulties in placing the stent. A laparotomy was performed to remove the tumor at the site of the obstruction. The stent was removed during this procedure.

Manufacturer narrative:
The device was not returned; therefore, a technical analysis was not able to be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Perforation and pain are listed in the dfu for this product as potential adverse events associated with the use of this device. Therefore, the root cause of this complaint is anticipated procedural complication.

Manufacturer narrative:
(B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the esophagus during a stent implantation procedure on (B)(6) 2013. According to the complainant, the target lesion was at the esophagus with 95% severe stenosis due to cancer. The length of the lesion was 5cm. The doctor successfully implanted the stent across the target lesion. Reportedly, the patient had sudden abdominal pain after sitting up on the treatment table. Therefore, the doctor asked the patient to lie back down to check. Abdominal tenderness was noted on the border of the sigmoid colon and the transverse colon, so the physician suspected an intestinal perforation. An xray was performed, which found free air, indicating a perforation. Reportedly, the intestinal perforation was "due to the distal of the stent." Therefore, the doctor arranged another surgery to remove the tumor. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. The anatomical location of the stent placement was unable to be verified; however, it was reported that the stent was placed in the esophagus. Per the indication for use section of the wallflex enteral colonic stent system direction for use (dfu), "the device is indicated for the palliative treatment of colonic strictures produced by malignant neoplasm and to relieve large bowel obstruction prior to colectomy in patients with malignant strictures."